Event description:
The facility reported that the patient arrived for first shift treatment in 2002. Dry weight was 84.5 kg. Expected weight loss was 4.9 kg. Pre-dialysis blood pressure was 167/79. Pre-dialysis temperature was 97.6 f. The patient started their dialysis at 7:08 am for a 5 hour treatment. A meridian hemodialysis machine was used in conjunction with a psn 140 dialyzer at a blood flow rate of 500 ml/min through an av fistula. The acid concentrate was noted to be changed at some time during the treatment from a 3k to a 2k bath. During the treatment, the patient complained of nausea, vomiting, chills and diarrhea. The patient was administered 2.5l o2 per nasal cannula and blood cultures x 2 were drawn during the treatment. No hypotension was noted during the treatment. The patient's temperature was 98.6 f hours into treatment, 99.4 f 3 1/2 hours into treatment, and 100.4 f at the end of treatment. The patient appeared pale and slow to respond. The patient's o2 saturation was noted to be in the high 90's. The blood pressure at the end of the treatment was noted to be 145/81 (sitting). The 5 hour session was completed and no alarms were documented. The patient was sent to the emergency room (exact time unknown) vi ambulance. In the hospital, the patient was noted to have abnormal pancreatic and hepatic function enzymes. The patient expired 2 days late, the cause was fulminent hepatic failure.

Event description:
The following limited info has been reported by the dialysis ctr concerning a pt death. It was reported that the pt was using the meridian hemodialysis machine, medisystems blood tubing, baxter fistula needles and a baxter dialyzer. It was reported that the pt experienced nausea, vomiting and diarrhea during treatment. The pt expired shortly after treatment and blood results indicated a low hemoglobin reading and hemolysis. No further info is available at this time.